Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms were confirmed via log file analysis. The heartmate iii modular cable (lot #: 8103515) was returned for analysis and log files were submitted for review spanning approximately 6 days (31may2002, 13sept2022 -14sept2022, 22oct2022 -25oct2022 per timestamp) and approximately 8 days (25oct2022 ¿ 02nov2022 per timestamp). Events occurring on 31may2002 are from when the system clock was not set and events prior to 22oct2022 are not related to the reported event. There were driveline communication faults on 25oct2022 at 17:47:11 until the end of the first log file. On 25oct2022 at 20:29:13 - 21:14:05 there were com_b_faults. These latter events did not trigger alarms, and these cleared on their own. There were no other notable events in the log file. Pump operation was not affected. The heartmate iii modular cable was tested and was able to pass all stages of testing. The cable was able to operate on a mock loop and the internal wires were able to pass functional testing. The reported alarms were not reproduced. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline communication faults alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot #: 8103515) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2022-14898.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing multiple communication fault alarms. The controller was swapped by the patient but it did not resolve the alarms. The patient went to a clinic for additional troubleshooting. Log file confirmed the reported driveline communication (b) faults. Original controller was swapped back with a new modular cable on (B)(6) 2022 which appeared to resolve the alarms. Additional information stated that the event logs contained the tail of the original event shut down sequence with additional data following your modular cable and controller swap. These logs appeared to indicate the communication b faults returned between the date stamp of (B)(6) 2022 at 8:16pm and 9:14pm. Following this time frame, the communication fault appears to resolve and did not return. The pump was operating normally. Another additional log review stated there were no comm fault alarms since (B)(6) 2022, 21:31. The log captured low power advisories due to normal battery depletion on (B)(6) 2022.

Manufacturer narrative:
Section g1: correction.